Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro failed to activate. The cord connections and power were confirmed and a second cord was tried as well with no success. A second disposable kit was opened and at first, did not activate. The cord was disconnected and reconnected and then the device worked as expected. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded int he lot history. (B)(4).